Event description:
The dr claims that the graft was implanted as a femoral-femoral bypass graft. The graft was observed to be "weeping" (leaking blood) more than normal (exact quantity unknown, but reported as minimal). The graft became blood-tight on its own within two minutes. The graft was left in ("worked well"). The procedure outcome was fine. The pt's condition is fine.